Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced eroded mesh, pain, bleeding, dyspareunia, and bowel problems. A cystoscopy and removal of the mesh were performed.